Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. A device history record (DHR) review was conducted on the reported serial number. The DHR investigation did not show issues related to the complaint. Additional document review conducted on (B)(4) (product/process) - (B)(4). The assessment was conducted and no changes are required. The complaint can not be confirmed since the sample was not available for investigation at the time of this report. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the extension tube from the ventilator to the concha column melted. No patient injury or harm reported.